Event description:
It was reported that the right ventricular lead integrity alert had triggered due to oversensing. It was also reported that the lead was explanted and replaced due to a fracture. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead integrity alert had triggered due to oversensing. It was also reported that the lead was explanted and replaced due to a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Lead analysis summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood on the outer tubing overlay and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.